Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular (rv) oversensing was seen on the presenting electrogram (egm) at interrogation. No oversensing episodes had been claimed by the implantable cardioverter-defibrillator (ICD) due to the fact that the occurrences were not consistent. Programming changes were made. The issue was resolved and will be monitored by clinic via merlin.net.